Manufacturer narrative:
This event was initially reported to the FDA based on information received of re-operation and device explant notified through patient tracking. Further details were received and clarified the event as failure to implant due to a collapsing issue related to the base and not the device. Implant and explant dates: -device not implanted/explanted. Device discarded by hospital.

Event description:
The manufacturer received clarification of the following event: on (B)(6) 2017 during the procedure there was difficulty in collapsing a perceval valve size 23. This valve was discarded and a new perceval valve size 23 was attempted to be collapsed. On further inspection the team realized the stainless steel reusable base was bent which was causing the collapsing issue as this wasn't allowing the sheath to fully capture the outlfow ring. A manual adjustment was made to the base. The valve was then collapsed correctly and implanted without incident. The first valve was discarded by the hospital.

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is in the process of determine further details on this event from the physician.

Event description:
On july 18th 2017 the manufacturer received notification through patient tracking of a perceval valve size 23 that was implanted on (B)(6) 2017 and explanted on (B)(6). A new perceval valve size 23 was then implanted on (B)(6).